Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, the starclose se did not engage/deploy. An unknown method was used to achieve hemostasis. No additional information was provided.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral angioplasty procedure. Reportedly, the clip did not release from the device per proper deployment. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire the clip could not be could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute failure to fire the clip and difficulty removing the device include, but not limited to, vessel locator not placed against the surface of vessel; device angle changed prior to thumb advancer stroke completion. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.e1 - first name, last name, title. Physician details provided. E3 - occupation.